Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a strata valve being used in a procedure. It was reported that the health care professional had a patient with a strat ii valve that had a hematoma develop. They moved the setting of the strata to 2.5 and the hematoma continued to get worse. They switched to a different type of manufactured valve and put it on a setting of 6. It was recommended that the cause of the event was that the patient needed a higher setting than what the medtronic valve could provide. The site used a different valve antisiphon with the valve that was implanted. The reported issue occurred on (B)(6) 2022. The valve could not be closed. The a different manufacture valve setting was set at 8. The site believes the patient is doing well now but did require a burr hole craniotomy to drain the subdural.